Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents. Based on the available information and without the device to analyze, a cause for the reported difficult to open or close (gripper actuation - single) could not be determined. The reported positioning failure (leaflet grasping ¿ clip not implanted) appears to be due to challenging anatomy (enlarged left atrium, large dilated annulus). There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two mitraclips devices referenced are filed under a separate medwatch report number.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The first clip (00218u158) was successfully implanted in the a2p2. When prepping a second cds, it was noted that the implanted clip, detached from the posterior leaflet and remained attached to the anterior leaflet (slda) and mr returned to baseline, a leaflet fail was observed. The second clip was implanted, stabilizing the slda clip. A third clip (00324u169) was advanced to the mitral valve and the leaflets were grasped; however, the lock line could not be fully removed. The clip was not implanted and was removed without issues. A new clip (00401u166) was advanced to the leaflets, but the leaflets could not be grasped, and the posterior gripper did not go up and down while actuating both grippers. The clip was not implanted and was removed without issues. A new clip was implanted successfully, reducing mr to 3-4+. No additional information was provided.